Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6010-005, universal plus straight-rocker was being used during a general surgery procedure on (B)(6) 2022 and ¿saline leaking around the connection between the irrigator and the bovie spatula. Also, the bovie was firing off when the button was not being depressed.¿ there was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with an alternate same device and there was no delay. After further assessment it was found there was no impact or injury to the patient or user. The 60-5272-032, lap elect,removable,32,spatula will be listed as a concomitant device. There was no allegation against the 60-5272-032, lap elect,removable,32,spatula. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Update: per assessment received on 7jun22 the procedure was a gyn. No injury, delay, extended hospitalization or medical/surgical intervention was needed per dr. The sales representative reported on behalf of the customer that the device, 60-6010-005, universal plus straight-rocker was being used during a general surgery procedure on 13may22 and ¿saline leaking around the connection between the irrigator and the bovie spatula. Also, the bovie was firing off when the button was not being depressed.¿ there was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed with an alternate same device and there was no delay. After further assessment it was found there was no impact or injury to the patient or user. The 60-5272-032, lap elect,removable,32,spatula will be listed as a concomitant device. There was no allegation against the 60-5272-032, lap elect,removable,32,spatula. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.